Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d), presented for a routine follow-up and had mentioned that the patient was hospitalized in may with ventricular fibrillation (vf). The episode showed anti-tachycardia pacing (atp) with five 41 joule shocks. The atp accelerated the vf and the device delivered four shocks without success, the fifth shock converted the vf rhythm, and the shock impedance was in range. The physician suspects that the ineffective shocks were not due to the device but possibly due to patient condition lamina. The atp pre-shock was disabled, and the plan is to perform an x-ray to evaluate the position of the lead coil at the next follow-up in the next six to eight months. No additional adverse patient effects were reported. This device and right ventricular lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d), presented for a routine follow-up and had mentioned that the patient was hospitalized in may with ventricular fibrillation (vf). The episode showed anti-tachycardia pacing (atp) with five 41 joule shocks. The atp accelerated the vf and the device delivered four shocks without success, the fifth shock converted the vf rhythm, and the shock impedance was in range. The physician suspects that the ineffective shocks were not due to the device but possibly due to patient condition lamina. The atp pre-shock was disabled, and the plan is to perform an x-ray to evaluate the position of the lead coil at the next follow-up in the next six to eight months. No additional adverse patient effects were reported. This device and right ventricular lead remain in-service.